Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable being damaged was confirmed, as the returned modular cable (lot number 8039833) was observed to be severed into two halves upon arrival. Due to the cable being severed, the cable was unable to be functionally tested. A log file was extracted from the returned system controller (serial number (B)(4), evaluated separately) during testing, containing data spanning approximately 1 hour (B)(6) 2022, 3:03 ¿ 4:17 per timestamp). The controller was not observed to have been connected to the driveline throughout the entirety of the log file. The controller¿s periodic log file was also reviewed, containing data spanning approximately 40 days (25jan2022 ¿ 06mar2022 per timestamp) recording events at either 1-hour, 4-hour, or 8-hour intervals. The pump maintained speeds above the low speed limit while connected to the driveline throughout the recorded events, and no atypical events were observed. Due to the log file¿s final event being on (B)(6) 2022 at 23:03, the driveline appeared to have been disconnected (or severed) sometime after this time. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the modular cable, lot number 8039833, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D) warns users that the pump will stop if the driveline becomes disconnected or potentially when damaged. Users are instructed on how to care for and maintain the integrity of the driveline. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline disconnected conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their drivelines, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-01537 it was reported that the patient had awoken to alarms from their system controller and noted a severed power lead and severed modular cable. The system controller and modular cable were exchanged and the pump was restarted. The patient had minimal shortness of breath and was admitted for observation.